Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 400 ml, flow rate: 8 ml/hr, procedure: acl repair, cathplace: unknown, date/time when infusion started: (B)(6) 2018 12:00 pm, date/time when infusion ended: (B)(6) 2018 6:00 pm. It was reported that a patient experienced a pump that emptied completely around 6pm on a wednesday evening, when the pump was initiated the previous day at noon. The patient's mother stated that morning, the patient awoke with pain in his chest along with nausea. However, after sitting up and taking a few deep breaths, the patient felt fine and went back to sleep with no further side effects. The mother did not notify the doctor at that time, and currently the patient has no other complaints. The mother plans to remove the pump per doctor orders. Additional information received on (B)(6) 2018 stated that the patient was experiencing some shortness of breath last night and this morning. However, at this time, there are no issues. The mother is unsure if the shortness of breath is a result of the medication fast flow, or the patient's sinuses or room conditions. The mother noted the pump lasted only a day when it should have lasted three days. No external pressure was applied and was either on a recliner or laying flat on his bed. An ice pad was used as cooling therapy.

Manufacturer narrative:
The pump was received empty and used. The sample pump was evaluated and the reported failure could not be confirmed. Fast flow was not observed during sample evaluation. DHR review found no abnormal conditions that could have contributed to the fast flow incident. Based on the information provided, the pump was used in accordance with the instructions. It was filled at 400 ml, carried in the black bag, no external pressure and no warming devices. Regarding facility conditions, room temperature was described as hot, per instructions for use, flow rate can increase with temperature increase; therefore, temperature could potentially have contributed to the incident of fast flow. However, it can not be confirmed. The root cause could not be determined. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.